Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed and reproduced while attempting to run an infusion with a loaded set. It was determined the door needed force above expected levels to be able to latch it closed, causing this condition. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no pt injury.